Manufacturer narrative:
A2 patient date of birth: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 18.5cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via left artery. The 90% stenosed, 25mmx45mm target lesion was located in the mildly calcified right coronary artery. Pre-dilatation was performed with a 25x20 nc quantum balloon catheter resulting to a 70% residual stenosis. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent shaft was broken inside the patient. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Patient date of birth: 1945.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via left artery. The 90% stenosed, 25mmx45mm target lesion was located in the mildly calcified right coronary artery. Pre-dilatation was performed with a 25x20 nc quantum balloon catheter resulting to a 70% residual stenosis. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent shaft was broken inside the patient. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable.